Event description:
It was reported that a rental system monitor located in the sites storage area was not illuminating despite power being delivered to the system (green light illuminated and 3 beeps were heard). The monitor was turned on and off, a new power cable was used, and a new power module was used but the problem persisted. A new monitor was to be sent to replace the current rental unit. The site communicated that the cause of the issue was not determined. The product was sent back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not illuminating as intended was not confirmed. The returned system monitor (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. No issues regarding the monitor¿s illumination were observed. The root cause of the reported event was unable to be determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) (rev. C) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 instructions for use (IFU) (rev. C) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.